Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim #: (B)(4).

Manufacturer narrative:
H11 manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was replaced with the same length lens but different power and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn/bent. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).